Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). The reason for call was patient reported that they just got the wens put in today, went to sleep and woke up and the tip of their pointer and middle fingertips were real numb/tingly. Patient stated that it hurt to touch anything. Patient mentioned that they had nerve damage in their neck and going down their arms, and they had two "stints" (agent understood leads) in their back with a battery (agent understood they were newly trailing). Patient service specialist walked patient through adjusting programs 1 and 2 on the controller from 0.0 to 1.0, and reviewed information about making adjustments. The issue was not resolved, but patient mentioned after a little while one of their fingers started to feel better. The patient was redirected to their healthcare provider to further address the issue. Patient reported that their hands and arms were tingling so they were taken to the ER to get it removed. The tingling and numbness lasted for two days then went away after they took the device out. Patient had the trial put in then the next day they had it taken out. Patient stated they are going to have surgery on their neck. When asked about the surgery,patient stated the surgery is for what the trial was supposed to help with. Device s/n is unknown. Patient weight; 222.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.